Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a non-penumbra diagnostics catheter, the px slim delivery microcatheter (px slim), and ruby coils. During the procedure the detachment handle was dropped on the ground, causing it to come apart. The detachment handle did not come in contact with the patient, and was disposed of at the hospital. In the same procedure, a ruby coil was advanced into a px slim, and was kinked during removal of the introducer sheath. The ruby coil did not come in contact with the patient, and was disposed of at the hospital. It was noted that the patient had significant tortuosity, which resulted in tension in the system. While looking for better access into the aneurysm, the tension kicked the system out of the aneurysm. The px slim was then kinked while advancing and became stuck inside the non-penumbra diagnostics catheter. The physician experienced difficulty moving the px slim back and forth; therefore, the physician used extreme force to pull the px slim. The force used resulted in the px slim becoming fractured inside the non-penumbra diagnostics catheter that was in use in the patient. A syringe was then used at the side of the hub to get vacuum to pull the catheters (the entire system) out of the patient with no material remaining in the patient. The physician successfully removed all the catheters, and the devices were disposed of at the hospital, including the px slim. There was no report of an adverse effect on the patient.